Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number: 8010042-2020-00129. Therefore, for evaluation results and manufacture¿s narrative please refer to this report.

Event description:
It was reported that the ventilator generated a power related technical error. The patient involvement is unknown. Manufacturer ref. #: (B)(4).